Event description:
A report was received stating that the device was in use with a patient when the device needle broke off from the needle hub and remained lodged in the portal of the patient's implanted access system. The needle was removed from the patient's portal without surgical intervention. No adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.